Manufacturer narrative:
Information received indicates that the device is not available for return, therefore, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient in her mid 20¿s underwent an atrioventricular reentrant tachycardia (avrt)/ wolff-parkinson white syndrome (wpw) ablation procedure with a navistar¿ electrophysiology catheter and the patient suffered a heart block. It was reported that when going on ablation, the catheters were flashing in and out on the carto 3 system. There was also a "learn new" alert displayed when they would try to go on ablation even though the patient did not move. No errors were displayed and the catheters were continuing to flutter on the screen before the screen went black and the workstation rebooted on it's own. Once the system rebooted, a message asked if they wanted to continue the study and they clicked yes. The same error did not occur but then they were showing high impedance values. The physician then replaced the catheter (navistar¿ electrophysiology catheter / lot #: 30638492m) to troubleshoot and the issue was resolved with the new catheter (navistar¿ electrophysiology catheter / lot #: unknown). After, the patient developed a heart block while v pacing and when switching out the catheters. No medical intervention was provided. Case was continued. The patient will continue to be monitored but was in stable condition. Additional information was received on the event. The adverse event was with the use of the new catheter opened. They system seemed to seize and then crash while ablating. They moved the grounding pad and the system preformed appropriately during ablation after. They then began to burn for avnrt. Impedance was high and the physician believed that the impedance was not accurate, but that it was an issue with the catheter. They opened a new catheter, continued to ablate for avnrt, then later discovered they had av nodal block from the ablation. The physician did not indicate who he blamed for the event. He did not explicitly blame biosense webster, inc. Products. Not much was said after the event. The caller does not believe the adverse event was connected to the bwi catheter not working and that feeling was not expressed by the physician or staff. The patient was improving and seemed to be conducting 2:1 by the end of the case. The patient was staying in the hospital to be monitored overnight. The caller did not know if they were originally planning to stay. While ablating, the impedance cut off was exceeded and the smart ablate generator came off as soon as the impedance was exceeded. Root cause of the workstation crashing during ablation may have been the grounding pad too close to the patches. A new grounding pad was placed further away from the patches and ablation no longer caused issues. The impedance issue under the first catheter (navistar¿ electrophysiology catheter / lot #: 30638492m) was assessed as not MDR reportable. Since the user-defined cut-off was exceeded and ablation was stopped, the potential that it could cause or contribute to a death, serious injury, or other significant adverse event, was remote. The carto 3 system workstation issue was also assessed as not MDR reportable. The potential risk that it could cause or contribute to a death or serious deterioration in state of health was remote. The adverse event was assessed as MDR reportable under the second catheter (navistar¿ electrophysiology catheter / lot #: unknown). Since the event was life threatening and may require intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it was to be considered serious and MDR-reportable.